Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer resolved issue by changing the infusion set and cartridge, and then resumed insulin.